Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. The insulin pump had cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.